Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, motor error alarms or e21/a21, a47 alarm due to unresponsive button. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons. The customer stated insulin pump had motor error and multiple insulin pump error alarms. Customer reported they were able to clear the alarm but was not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.